Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached was infusing with the cassette and tubing over 24 hours and reported the tubing became disconnected from the cassette and the luer lock connection was sliding down the tubing. It was reported the luer lock groves were not straight and the threads did not tighten correctly. Per reporter the care giver did not know how the tubing became disconnected and the end user complained that his stomach was hurting. No additional information is available at this time. Medication: remodulin 1mg/ml, united therapeutics dose: 111 ng/kg/min - intravenous. Frequency: continues, start date: (B)(6) 2018, lot# 2101977, expiration date 03/31/2023, diagnosis: pulmonary arterial hypertension (pah).